Event description:
Information received from our another country affiliate. They were contacted by an ophthalmologist (ecp) regarding a patient who developed corneal ulcers in both eyes. This MDR is to document the corneal ulcer in the patient's left eye. The reporting ecp said the patient purchased the acuvue 2 lenses in a general merchandising store. The patient reportedly wore the lenses for long hours during the day and sometimes wore the lenses for 3 weeks instead of the recommended 2 week interval. The patient also occasionally slept in the lenses. The patient used a multipurpose contact lens solution, but the ecp did not know what brand was used. The patient reportedly did not have a good knowledge of contact lens care according to the ecp. The patient initially presented to an ecp in 2007 with pain, itching, watering, redness and discharge in both eyes. The initial care consisted of "sodium hyaluronate eye drops 8 times a day, possibly a "quinolon" antibiotic by the first ecp according to the second ecp and discontinuation of contact lens wear. The patient reportedly continued to wear contact lenses after being told to discontinue lens wear. The patient went to the reporting ecp two months later. The reporting ecp said the patient presented with diffuse corneal opacities that were diagnosed as "contact lens induced keratopathy, corneal ulcers in both eyes." They were in the peripheral as well as central areas of both the left and right corneas. The ecp said the corneal ulcers were non-infectious and were "induced by lack of oxygen." The patient is being treated with an "ointment", sodium hyaluronate eye drops and soft santear, an artificial tear prescribed due to an atopic condition. The reporting ecp did not prescribe antibiotic eye drops. The name of the prescribed "ointment" was not provided by the ecp. The patient is currently being treated with pressure patches on both eyes. The corrected visual acuity in the patients left eye was as follows: three days ealier 20/400; two days later, less than 20/200; a week later, 20/333 and the following month, 20/133. The patient's contact lens and lot number were requested for evaluation, the patient reportedly discarded the product. No additional information is available at this time.

Manufacturer narrative:
No conclusion can be drawn.